Event description:
E was initially received via regulatory authority (B)(4) on 06-jul-2018. This spontaneous case was reported by a regulatory authority and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("hemorrhages") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menstruation irregular ("irregular menstruation"), gastrointestinal inflammation ("belly inflammation"), fatigue ("extreme tiredness") and pain in extremity ("pain in her limbs (the most extreme she has never had)"). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, menstruation irregular, gastrointestinal inflammation, fatigue and pain in extremity outcome was unknown. The reporter provided no causality assessment for fatigue, gastrointestinal inflammation, genital haemorrhage, menstruation irregular, pain in extremity and pelvic pain with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on 09-jul-2018 for the following meddra pts: pelvic pain: the analysis revealed 11687 cases (excluding this case). Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident: no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: (B)(4)) on 06-jul-2018. The most recent information was received on 10-aug-2018. This spontaneous case was reported by a regulatory authority and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("hemorrhages") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) , the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menstruation irregular ("irregular menstruation"), gastrointestinal inflammation ("belly inflammation"), fatigue ("extreme tiredness") and pain in extremity ("pain in her limbs (the most extreme she has never had)"). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, menstruation irregular, gastrointestinal inflammation, fatigue and pain in extremity outcome was unknown. The reporter provided no causality assessment for fatigue, gastrointestinal inflammation, genital haemorrhage, menstruation irregular, pain in extremity and pelvic pain with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-aug-2018: quality-safety evaluation of ptc. Incident: no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.